Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the she experienced a very bad skin reaction from the sensor, and had to see her dermatologist. The customer stated that the area was red, inflamed, swollen, sore and raw. The customer was prescribed a topical cream for the area. Reviewed the customer's insertion technique, and found that she was doing everything properly. The customer stated that this has not happened with any other sensor. Advised the customer that a replacement sensor would be sent. Nothing further was reported.